Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been stuck in prime/fill. Customer also reported that insulin sometimes did not deliver properly. Customer was advised to monitor insulin pump and to call back should issue persist.